Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation. The customer reported that a failure alarm occurred upon power-up. Log review identified multiple self-check failure 1001 alarms between (B)(6) 2025 and (B)(6) 2025, occurring at power-up and clearing shortly thereafter. This alarm can occur if the device is powered on with the red dust cap installed on the patient output port. The facility confirmed awareness that the red cap must be removed prior to power up, and the log behavior indicates the cap was removed after the alarm occurred, allowing the alarm to clear. Upon receipt, with the red cap removed, the device did not reproduce the 1001 alarm. This report will be closed as device meet specification. A runtime calibration failure 1051 was observed during evaluation and was determined to be caused by a faulty smart pneumatic module (spm) board. The spm board was replaced to remedy the report. The board was scrapped after testing. Review of the device logs also identified self-check failure 1052, which was related to the 1051 condition. This alarm was not independently reproduced during evaluation; therefore, the investigation for the 1052 alarm was closed as observed in device data. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed compressor failure 1001, airway pressure sensing failure 1052, and runtime calibration failure 1051 error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error. This is all the information available. Complainant did not indicate that there was any patient involvement in the reported malfunction.